Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migrated through the uterus and adhered to the fundus on the right side"), caesarean section ("low transverse cesarean section") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy. On (B)(6) 2009, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In (B)(6) 2011, the patient experienced procedural pain ("painful post-operative"). On (B)(6) 2011, the patient experienced caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and nausea ("nausea"). The patient was treated with surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011) and surgery (low trasverse cesarean section on (B)(6) 2011). Essure was withdrawn. At the time of the report, the embedded device, caesarean section, pregnancy with contraceptive device, pelvic pain, nausea and procedural pain outcome was unknown. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2011. The reporter considered embedded device, caesarean section, pregnancy with contraceptive device, pelvic pain, nausea and procedural pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that her device migrated through the uterus and adhered to the fundus on the right side (seen as embedded device). She had an unwanted pregnancy. She underwent a low transverse cesarean section, removal of essure and bilateral salpingectomy. The events embedded device and pregnancy are anticipated according to the reference safety information for essure. The event low transverse cesarean section is unanticipated. As no medical reason for the cesarean section procedure was reported, a causal relationship with essure cannot be assessed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was unknown whether essure confirmation test was performed. The exact date and mechanism of embedded device are not known. Based on the nature of the other events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)/migration of essure device: bladder/uterus"), device breakage ("device breakage"), bladder perforation ("perforation (bladder)"), embedded device ("migrated through the uterus and adhered to the fundus on the right side"), caesarean section ("low transverse cesarean section"), pregnancy with contraceptive device ("unwanted pregnancy/pregnancy with complications"), genital haemorrhage ("abnormal bleeding (general)") and premature delivery ("premature delivery") in a 39-year-old female patient (gravida 7, para 4) who had essure (batch no. 628307, 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing essure confirmation testing." And device ineffective "device ineffective". The patient's past medical history included pregnancy in 2008, parity 5 (B)(6) 1991, (B)(6) 1993, (B)(6) 1996, (B)(6) 2009, (B)(6) 2011), premature delivery (2) and abortion (2). Concurrent conditions included obesity, unspecified. Concomitant products included medroxyprogesterone (depo provera) in 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain/pelvic pain"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced procedural pain ("painful post-operative"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and premature delivery (seriousness criterion medically significant). The patient's last menstrual period was on (B)(6) 2010 and estimated date of delivery was (B)(6) 2011. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011), surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011), surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011), surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011), surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011 and surgery (low trasverse cesarean section/tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, bladder perforation, embedded device, caesarean section, pregnancy with contraceptive device, pelvic pain, nausea, procedural pain, genital haemorrhage, vaginal haemorrhage, weight increased, vulvovaginal pain, menorrhagia, abdominal pain and premature delivery had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 2721g was the reported birth weight. The reporter considered abdominal pain, bladder perforation, caesarean section, device breakage, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that injuries or symptoms she claim resulted from essure did not decrease or resolve following removal. Per mr: insertion procedure detail: attempt was made to place tube to block the tube on the right the device was placed but doubled back on itself and when tried to deploy it would not deploy appropriately. This device was then removed. A 2nd device was placed on the left tube. It went up through the tube without difficulty, was deployed in a normal fashion, and had 2 coils showing outside of the ostia. A 2nd attempt was made at the right with very easy placement of the coil without difficulty. Only 1 coil was visualized from this side. On (B)(6) 2011, she was diagnosed with malpresentation. Premature rupture of membranes at 38 weeks. History of failed essure. On (B)(6) 2011, the infant's breech part, the buttocks was delivered through the hysterotomy without difficulty. This was followed by the lower extremities. Infant was delivered up to the level of the scapula. The right arm was then flexed dividing brought through the hysterotomy without difficulty. This was repeated on the left side. The fetal head was flexed and chin was placed on the chest of the infant and the infant's head was delivered with hysterotomy without difficulty. Cord was then doubly clamped and cut. The placenta then was delivered manually. Uterus then was exteriorized and cleared of all clots and debris. Attention was turned to the tubes. At this point, we noted that the essure device was adhesed as previously dictated to the top of the fundus. It was hemostatic. Attention then was returned to the left tube. A mid isthmic segment was grasped with babcock and a filshie clip applied. These sites were noted to be hemostatic and the tubal sites were noted to have good blanching and across the tube entirely. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: positive lot number 628046: manufacture date: 2008-08 expiration date: 2010-08. Lot number 628307: manufacture date: 2014-10 expiration date: 2017-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)/migration of essure device: bladder/uterus"), device breakage ("device breakage"), bladder perforation ("perforation (bladder)"), embedded device ("migrated through the uterus and adhered to the fundus on the right side"), caesarean section ("low transverse cesarean section"), pregnancy with contraceptive device ("unwanted pregnancy/pregnancy with complications"), genital haemorrhage ("abnormal bleeding (general)") and premature delivery ("premature delivery") in a 39-year-old female patient (gravida 7, para 4) who had essure (batch no. 628307, 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing essure confirmation testing." And device ineffective "device ineffective". The patient's past medical history included pregnancy in 2008, parity 5 (01mar1991, 22oct1993, 15jul1996, 09feb2009, 25aug2011), premature delivery (2) and abortion (2). Concurrent conditions included obesity, unspecified. Concomitant products included medroxyprogesterone (depo provera) in 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain ("pain/pelvic pain"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In august 2011, the patient experienced procedural pain ("painful post-operative"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and premature delivery (seriousness criterion medically significant). The patient's last menstrual period was on 2-dec-2010 and estimated date of delivery was 8-sep-2011. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011, surgery (low trasverse cesarean section/tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, bladder perforation, embedded device, caesarean section, pregnancy with contraceptive device, pelvic pain, nausea, procedural pain, genital haemorrhage, vaginal haemorrhage, weight increased, vulvovaginal pain, menorrhagia, abdominal pain and premature delivery had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 25-aug-2011. 2721g was the reported birth weight. The reporter considered abdominal pain, bladder perforation, caesarean section, device breakage, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that injuries or symptoms she claim resulted from essure did not decrease or resolve following removal. Per mr: insertion procedure detail: attempt was made to place tube to block the tube on the right the device was placed but doubled back on itself and when tried to deploy it would not deploy appropriately. This device was then removed. A 2nd device was placed on the left tube. It went up through the tube without difficulty, was deployed in a normal fashion, and had 2 coils showing outside of the ostia. A 2nd attempt was made at the right with very easy placement of the coil without difficulty. Only 1 coil was visualized from this side. On 25aug2011, she was diagnosed with malpresentation. Premature rupture of membranes at 38 weeks. History of failed essure. On 25aug2011, the infant's breech part, the buttocks was delivered through the hysterotomy without difficulty. This was followed by the lower extremities. Infant was delivered up to the level of the scapula. The right arm was then flexed dividing brought through the hysterotomy without difficulty. This was repeated on the left side. The fetal head was flexed and chin was placed on the chest of the infant and the infant's head was delivered with hysterotomy without difficulty. Cord was then doubly clamped and cut. The placenta then was delivered manually. Uterus then was exteriorized and cleared of all clots and debris. Attention was turned to the tubes. At this point, we noted that the essure device was adhesed as previously dictated to the top of the fundus. It was hemostatic. Attention then was returned to the left tube. A mid isthmic segment was grasped with babcock and a filshie clip applied. These sites were noted to be hemostatic and the tubal sites were noted to have good blanching and across the tube entirely. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Human chorionic gonadotropin - on 13-jan-2011: positive. Most recent follow-up information incorporated above includes: on 15-mar-2018: the case is medically confirmed. Reporter information was added. This case concerns 39 year old patient. Patient demographic was added. Historical condition and concurrent condition was added. Lab data was added. Essure indication was amended. Essure lot number was added. Pregnancy details/ outcome were updated. Concomitant medication was added. Following events: perforation (fallopian tubes), perforation (uterus)/migration of essure device: bladder/uterus, device breakage, perforation (bladder), abnormal bleeding (general), abnormal bleeding (vaginal), weight gain, vaginal pain, abnormal bleeding (menorrhagia), abdominal pain, premature delivery and denies undergoing essure confirmation testing were added. She had not recovered for all the events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation (bladder)"), fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)/migration of essure device: bladder/uterus"), embedded device ("migrated through the uterus and adhered to the fundus on the right side"), device breakage ("device breakage"), premature delivery ("premature delivery"), genital haemorrhage ("abnormal bleeding (general)"), caesarean section ("low transverse cesarean section") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy with complications") in a 39-year-old female patient (gravida 7, para 4) who had essure (batch no. 628307, 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "denies undergoing essure confirmation testing.". The patient's past medical history included pregnancy in 2008, parity 5 ((B)(6) 1991, (B)(6) 1993, (B)(6) 1996, (B)(6) 2009, (B)(6) 2011), premature delivery (2) and abortion (2). Concurrent conditions included obesity, unspecified. Concomitant products included medroxyprogesterone (depo provera) in 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain/pelvic pain"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced procedural pain ("painful post-operative"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient's last menstrual period was on (B)(6) 2010 and estimated date of delivery was (B)(6) 2011. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of essure and bilateral salpingectomy on (B)(6) 2011) and (low trasverse cesarean section/tubal ligation). Essure was removed on (B)(6) 2011. At thetime of the report, the bladder perforation, fallopian tube perforation, uterine perforation, embedded device, device breakage, premature delivery, genital haemorrhage, caesarean section, pregnancy with contraceptive device, pelvic pain, nausea, procedural pain, vaginal haemorrhage, weight increased, vulvovaginal pain, menorrhagia and abdominal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 2721g was the reported birth weight. The reporter considered abdominal pain, bladder perforation, caesarean section, device breakage, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that injuries or symptoms she claim resulted from essure did not decrease or resolve following removal. Per mr: insertion procedure detail: attempt was made to place tube to block the tube on the right the device was placed but doubled back on itself and when tried to deploy it would not deploy appropriately. This device was then removed. A 2nd device was placed on the left tube. It went up through the tube without difficulty, was deployed in a normal fashion, and had 2 coils showing outside of the ostia. A 2nd attempt was made at the right with very easy placement of the coil without difficulty. Only 1 coil was visualized from this side. On (B)(6) 2011, she was diagnosed with malpresentation. Premature rupture of membranes at 38 weeks. History of failed essure. On (B)(6) 2011, the infant's breech part, the buttocks was delivered through the hysterotomy without difficulty. This was followed by the lower extremities. Infant was delivered up to the level of the scapula. The right arm was then flexed dividing brought through the hysterotomy without difficulty. This was repeated on the left side. The fetal head was flexed and chin was placed on the chest of the infant and the infant's head was delivered with hysterotomy without difficulty. Cord was then doubly clamped and cut. The placenta then was delivered manually. Uterus then was exteriorized and cleared of all clots and debris. Attention was turned to the tubes. At this point, we noted that the essure device was adhesed as previously dictated to the top of the fundus. It was hemostatic. Attention then was returned to the left tube. A mid isthmic segment was grasped with babcock and a filshie clip applied. These sites were noted to be hemostatic and the tubal sites were noted to have good blanching and across the tube entirely. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: positive. Lot number 628046: manufacture date: 2008-08 expiration date: 2010-08. Lot number 628307: manufacture date: 2014-10 expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that her device migrated through the uterus and adhered to the fundus on the right side (seen as embedded device). She had an unwanted pregnancy. She underwent a low transverse cesarean section, removal of essure and bilateral salpingectomy. The events embedded device and pregnancy are anticipated according to the reference safety information for essure. The event low transverse cesarean section is unanticipated. As no medical reason for the cesarean section procedure was reported, a causal relationship with essure cannot be assessed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was unknown whether essure confirmation test was performed. The exact date and mechanism of embedded device are not known. Based on the nature of the other events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.